Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. As the customer did not contact tandem technical support when the occlusion occurred, troubleshooting to determine a possible cause was unable to be performed.

Manufacturer narrative:
(B)(4).

Event description:
During review of the pump t:connect logs, multiple occlusions were found to have occurred after the cartridge was changed. Occlusions occurred both with basal and bolus delivery. The customer resumed insulin and when the bolus delivery was interrupted, the remaining bolus portion was delivered without further occlusions. According to the logs, the customer's blood glucose level was not impacted.